Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the eyeball of the trocar dislocated from its place. The lens disengaged. The device was replaced to complete the case. There was no patient injury.